Event description:
It was reported that on (B)(6) 2025, a 35mm navitor valve (sn: (B)(6)) was selected for implant using a flexnav delivery system (ds). During the procedure, while positioning the valve, at the first attempt the depth wasn't appropriate. It was noted that this was due to the patient anatomy. While attempting to recapture the valve, it was noticed that the valve wasn't able to be recaptured completely leaving a gap between the valve capsule and the radiopaque tip. The physician planned to remove the system and load the same valve into a new ds. After the valve was removed from the flexnav, the valve was noted to have blood clots on it and the flexnav ds's valve capsule was noted to be damaged. The physician decided to replace both of the devices as a result. A new 35mm navitor valve (sn: (B)(6)) was loaded into a new large flexnav ds, but during implant, the same issue occurred. The implant depth wasn't appropriate and during the recapture attempt, the valve wouldn't capture completely into the system. During the attempt, the patients blood pressure dropped for a few seconds. The physician decided to remove the ds from the patient to inspect what was going wrong. While inspecting, the valve capsule of the ds was damaged and the valve was full of blood clots. A 29mm navitor valve (sn: (B)(6)) was used instead and was able to be successfully implanted. There was no clinically significant delay. The patient is currently alive and stable.

Manufacturer narrative:
Na.

Manufacturer narrative:
An event of thrombus and material deformation were reported. It was indicated no difficulty loading the valve into the delivery system. And also indicated that the patient had tortuous anatomy. The valve was returned to abbott. The investigation confirmed that the valve was dehydrated; no damage or anomalies were noted to the stent, cusps, or retainer tabs. All three leaflets had limited mobility when manually manipulated and appeared dehydrated. The functional testing was precluded as the valve was received dehydrated. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, including the valve meeting stent radial force specifications and the product met all specifications. The cause of the reported event of thrombus could not be conclusively determined. The noted damage is consistent with operational difficulties and damage during use.

Event description:
N/a